Event description:
It was reported that when the needle was removed from the dilator, the tip of the brk needle was found to be broken. Prior to insertion into the dilator, the brk needle was reshaped. The brk was advanced into the sheath/dilator to the right atrium and resistance was noted. After initially being unable to advance the needle through the septum, the brk needle, sheath and dilator were pulled back and then re-advanced towards the fossa ovalis. The physician then noticed that the tip of the sheath with the needle was folded downward in an unusual 90 degree curve. Not wanting to lose the position, the physician retracted the dilator and needle from the body. The needle was removed from the dilator and the tip of the brk was found to be broken. The tip was located in the dilator and recovered. The procedure was completed suing a new brk needle with no reported patient consequences.

Manufacturer narrative:
(B)(4). One brk transseptal needle was received for evaluation with the needle fractured at the transition shaft. Visual inspection revealed the needle was fractured off at the base of transition. The separated needle section measured .600 inches proximal from the distal end. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The root cause classification was consistent with use/user error. The IFU states: "under "warnings" "do not alter this device in any way."